Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information received, it was reported that during diagnostic shoulder scope, there were two cases in a row where the shaver, 4 mm ultra aggressive plus, had metal particulate come out into the joint space during a shoulder scope. Both shavers had the same lot, and the hospital and surgeon would like remaining shavers with the same lot swapped out. There was an additional 3 products still on the facility¿s shelf. The facility would not use the last 3 shavers with the same lot # and asked me to swap them out with working ones. Both devices used were discarded. Three devices were returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. Visual inspection revealed that the three devices was received were new and unopened. The packaging was closed and without any external damage. The three devices were observed and there were no anomalies found in the inner and outer part. A manufacturing record evaluation was performed for the finished device lot number: m2005201, and no nonconformances were identified. Based on device condition observed in the three new devices, this complaint cannot be confirmed. No further procedure information was provided to determine how this failure occurred. Besides, as per information of the event, the possible root cause for reported failure with the blades used can be attributed to blade wear and degradation, as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, the handpiece where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an arthroscopic shoulder stabilization procedure on (B)(6) 2021, it was observed that the 4 mm ultra aggressive plus blades had metal particulates that came out into the joint space. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.